Manufacturer narrative:
The product serial/lot number is unk, therefore a search of the same model of the catheter shipped to this hospital have been received for a period of (B)(6) months prior to the date of the event. The search indicated that a total of 3 lots were sent to this hospital within that time frame. A review of the complaints database was performed for all identified lots and it revealed that out of 3 lots, 1 complaint was reported for signal/communication failure. This type of failure is not related to the failure reported by this customer. Mfg narrative, (B)(4). The MFR became aware of this event through medwatch user facility report# 230254000-2011-8006. This case was reviewed by the MFR's clinical affairs. Based on the available info the MFR's clinical assessment states that the ivus catheter was used in a peripheral intervention, it is not known whether the interrogated artery (sfa) was heavily calcified or tortuous or the degree that the catheter was manipulated. The catheter tip embolized and was not able to be retrieved using catheter based interventional techniques. The ivus catheter was not returned to the MFR for analysis. No reports for this lot number of catheters have been reported to date. No additional adverse clinical scenarios were reported. No further action is required.

Event description:
It was reported that an ivus catheter was used in a peripheral intervention (angiogram of the superficial femoral artery). The ivus distal (1 cm) catheter tip separated from the shaft of the catheter and traveled to the pt's left perineal artery where it embolized. The physician attempted to retrieve the broken tip unsuccessfully. The pt's neurological status was intact and no other side effects were reported. There have been no reports of pt injury or adverse events as it relates to this issue.